Manufacturer narrative:
Approximate age of device - 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient had frequent low flow alarms and high pi's, palpable peripheral pulses, that was suspected of an outflow graft twist. The patient was admitted and had echo/speed study and a cardiac cta. It was reported that there were 3 twists thus far in hm3's and log files were submitted for review. Technical service review noted during the analysis of the log observed low flows with high pi readings which seem to be physiological in nature. While there may be a number of possible reasons for this, it seems two common reasons are hypertension or hypovolemia. There were no other unusual events seen within the log file. On 09apr2019 it was reported that low flow alarms resolved with increase in speed and patient was transplanted. It was reported that the patient was routinely transplanted on (B)(6) 2019. There was no device or therapy issues associated with the outcome. The pump was functioning as intended at time of transplant. The device will not be returned for evaluation. No further information was provided.